Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the lcd monitor was getting no image. Instructed the contact, to disconnect the sdi out 2 cable on the cv-190 side and disconnect the sdi cable that was going from the monitor to the wall plate. Then disconnected from the wall plate side and left other side attached to the oev261h sdi in port and reconnected. Image was restored to the oev -261h and customer confirmed the issue was resolved. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the lcd monitor was getting no image. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cable was connected to a third-party product. Therefore, it is presumed that the ¿no image¿ event occurs due to the endoscopic communication not working properly because the cable was connected to the third-party product. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: ¿refer to the ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. It may also impair the functionality of the instrument.¿ olympus will continue to monitor field performance for this device.